Event description:
It was reported that this inflatable penile prosthesis was not inflating due to a hole in the left cylinder. A surgical procedure was performed to explant and replace all the components. There were no patient complications reported.